Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) states that the wheel locks are not staying attached to the wheelchair.